Manufacturer narrative:
H3 and h6. Evaluation codes: updated. Received for investigation: a decontaminated syringe with no packaging. Also provided were two pictures. Visual inspection of the sample revealed damage to the syringe barrel, near the base of the luer fitting, thus complaint confirmation. The condition of the sample was such that testing could not be conducted. A root cause could not be determined. A device history record (DHR) review could not be performed as the lot number was unknown. No further action will be conducted at this time. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly.

Event description:
It was reported that the device had a missing syringe and it was leaking blood. No patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.